Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the complaint unit was carried out. The sheath was visual inspected and it was noted to be damaged. There was evidence of burning/overheating on the distal part of the sheath. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the sheath melted. A rotational atherectomy procedure was being performed. A 1.5mm rotablator rotalink plus was selected to treat the target lesion. At an unspecified time, it was noted that the "burr rotated without lining up with the guide wire axis (spins)". This resulted in melting of the "plastic part on the burr side". No patient complications were reported.

Manufacturer narrative:
Update: device lot # - corrected from 0018503161 to 0018503164. (B)(4).

Event description:
It was reported that the sheath melted. A rotational atherectomy procedure was being performed. A 1.5mm rotablator rotalink plus was selected to treat the target lesion. At an unspecified time, it was noted that the "burr rotated without lining up with the guide wire axis (spins)". This resulted in melting of the "plastic part on the burr side". No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sheath melted. A rotational atherectomy procedure was being performed. A 1.5mm rotablator rotalink plus was selected to treat the target lesion. At an unspecified time, it was noted that the "burr rotated without lining up with the guide wire axis (spins)". This resulted in melting of the "plastic part on the burr side". No patient complications were reported.